Event description:
The customer's daughter called to verify the insulin pump programming was correct. The caller felt that the insulin pump is over and under delivering insulin at times. Reviewed all of the programming, and it was correct. Advised the caller to follow up with the customer's hcp to review all of the programming as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.